Manufacturer narrative:
Zimmer biomet (B)(4). Patient sex unknown / not provided. Weight unknown / not provided. Last name and email address unknown / not provided.

Event description:
It was reported that the implant bound on placement at high torque due to drill/implant diameter discrepancy in 6mm implants and that the pressure caused necrosis of bone. Implant removed and site grafted.

Event description:
It was reported that the implant bound on placement at high torque due to drill/implant diameter discrepancy in 6mm implants and that the pressure caused necrosis of bone. Implant removed and site grafted. Patient also presented with infection.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified dried blood and bone, signs of use and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The returned device was measured with calipers and was verified to match specifications per the device drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. There was no confirmed device malfunction. The event cannot be verified and a root cause cannot be established. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: h6: added infection to patient code.